Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01713.

Event description:
The patient was undergoing a coil embolization in the splenic artery using packing coil lps and ruby coil lps. During the procedure, a packing coil lp and ruby coil lp would not advance from the starting position of their introducer sheaths. Therefore, the coils were removed. The procedure was completed using new penumbra and other coils. There was no report of an adverse effect to the patient.